Event description:
R. Kondo, y. Matsumoto, h. Endo, s. Miyachi, m. Ezura, and n. Sakai; neurol med chir; 2014; 54, 54¿62; endovascular embolization of cerebral arteriovenous malformations: results of the japanese registry of neuroendovascular therapy (jr-net) 1 and 2; doi: 10.217 6/nmc.oa2013-0183 literature was reviewed regarding 'endovascular embolization of cerebral avms', showing a high degree of safety and a low rate of symptomatic complications in the japanese population. The time frame of this study was 'between january 2005 and december 2006 for jr-net 1 and between january 2007 and december 2009 for jr-net 2'. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx embolization was used in 54 patients (5.5% of treatments). Three deaths occurred in the study population. The causes of death were not provided. Among patient adverse events included: intracranial hemorrhages, cerebral ischemia, arterial dissections, catheter gluing, and other complications.  Successful mrs scores were achieved in 80.0% of patients. Complication:  any technical complication 91 (9.2%). Symptomatic complication 25 (2.5%).  Disabling complication 15 (1.5%). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.